Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a battery check and the device was found to be at eri. Review of the data found multiple aborted therapies due to output circuit damage. The device was programmed off and the patient was scheduled for device replacement. The patient had severe dementia and would not stay on the table during the procedure. The physician aborted the procedure. It was decided to not replace the system and leave it programmed off. There were no clinical impacts to the patient.